Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 4 had failed and would not open at all. The field service engineer (fse) observed that drawer 4 continued to show as open even when it was closed. The inseparable was intact. The fse replaced the drawer open/closed sensor, but the issue persisted. The fse then replaced the l-board, after which the drawer functioned as intended. The customer was advised to inventory the medications in drawer 4, and preventative maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed and it would not even open at all. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.